Event description:
The information received indicated that the patient was admitted with a 90% stenosis in the mid left anterior descending artery (lad). The lesion was a de-novo, slightly calcified and slightly tortuous. Radial approach was chosen for the procedure. Pre-dilation was conducted with a hiryu balloon. A 3.0 x 33mm cypher select plus was delivered to the target lesion, but the physician experienced difficulty delivering it. Therefore, the sds was retrieved into the tip of the guiding catheter once without resistance. Then, the sds was delivered to the lesion again but it became caught at the proximal end of the lesion. So the physician retrieved the sds from the patient and found the proximal end of the stent to be flared. To complete the procedure, two 3.0 x 28mm xience drug-eluting stents were implanted instead and the procedure was completed safely. There was no patient injury reported. The product will be returned for analysis. The physician did not indicate any anomalies prior to use. The physician indicated that he is not sure of the reason why the flared edge of the stent was not distal but proximal. The stent appeared normal prior to inserting it into the patient.

Manufacturer narrative:
There was difficulty delivering the 3.0x33mm cypher select plus to the 90% stenosed denovo lesion in the slightly calcified and slightly tortuous mid left anterior descending artery (lad). Therefore, the sds was retrieved into the tip of the guiding catheter once without resistance. Then, the sds was delivered to the lesion again but it became caught at the proximal end of the lesion. So the physician retrieved the sds from the patient by withdrawing through the guiding catheter. After withdrawal, it was noted that the proximal end of the stent to be flared; not the distal end. Two 3.0x28mm xience drug eluting stents were implanted instead and the procedure was completed safely. No anomalies were noted prior to use; the stent appeared normal prior to inserting into the patient. A radial approach was used for the procedure. Force was exerted during insertion but not during withdrawal. There was no resistance felt during the withdrawal. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. One non sterile cypher select + 3.00mm x 33mm was received coiled inside a plastic bag. The sds was wavy and bent at proximal area; this condition on the shaft could be related to the way the unit was sent for the analysis. The stent was mounted in its original position between marker bands and crimped. The struts of the proximal area were uplifted and the omegas (proximal) were squeezed; no additional damages were observed. Stent crossing profile of distal and middle section was found within specification; proximal section could not be measure due to the damage in this area. The exact cause of the delivery difficulty and strut uplift could not be conclusively determined based on the analysis. However, vessel/lesion characteristics may have contributed. Difficulty crossing and tracking a lesion of an anatomical structure is a known procedural occurrence and are most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. It was reported that after initial difficulty delivering the cypher to the lesion, it was pulled back into the tip of the guiding catheter. Additionally the system with the stent still on it was removed from the patient by withdrawing through the guiding catheter. The outlined withdrawal process per the instructions for use indicates that if the stent is outside of the guiding catheter, the guiding catheter and stent delivery system should be withdrawn as unit. Vessel/lesion characteristics and procedural factors appear to have contributed to the reported events. Neither the device history record review nor the product analysis suggests that the events are related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
The sds was retrieved into the tip of the guiding catheter, but was not inserted through the tip. When the stent deployment system was withdrawn while the stent was on the balloon, the guide catheter and the stent deployment system were not removed as a single unit. When the stent deployment system was withdrawn, there was no resistance experienced during withdrawal. Excessive force was applied to the device during insertion. No excessive force was applied to the device during withdrawal, as there was no resistance felt during withdrawal. Concomitant medical products: axess 7f jl4.0 guide catheter, terumo balloon catheter and xience stent 3.0 x 28mm. The product, cypher select (B)(4), is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the united states. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15138918 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Pre-sterile assy cypher select subassembly lot 15138919 was reviewed and (B)(4). It was observed during review that no nonconformance and/or excursion records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. Crossing profile inspection / stent retention records were reviewed and this lot was deemed acceptable. Fpi and lpi crossing profile/ stent retention test results were reviewed and no anomalies were found. The product is available for evaluation, but has not been returned yet. Additional information will be submitted within 30 days from receipt.